Event description:
While inserting device, pt's face became very red and flushed. Pt complained of "can't breathe." Given 02 n/c 4-5 l. Complained of chest pain, called 911, head of bed elevated, complained of vomiting (never did) given emesis tray. Pt having decerebrate and seizure like tremors. Vital signs taken, hr 120, r 30, couldn't get bp, notified dr. Team at hosp transported pt to ER and pt was admitted to facility. ER gave benadryl and epinephrine, pulled device and inserted IV in right hand. Pt remains an inpt at this time.